Event description:
It was reported to philips that c-arm suddenly stopped working. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the procedure got completed after restart. The philips engineer inspected the system remotely and reviewed the log files and identified that the problem with potentiometer. Since system is in out of warranty, no service has been performed by philips and the service quotation was cancelled by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred during the procedure and the procedure was completed after restating the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the procedure got completed after restart. The philips engineer inspected the system remotely and reviewed the log files and identified that the problem with potentiometer. Since system is in out of warranty, no service has been performed by philips and the service quotation was cancelled by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred during the procedure and the procedure was completed after restating the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected. The manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.